Event description:
Nicu (nursery intensive care unit) nurse was preparing an ampicillin dose for a patient. Utilizing a sterile needle and syringe, the nurse attached the syringe and needle and drew up the diluent for the medication. The nurse added the diluent and noted the container of ampicillin appeared pinkish in color. Upon inspection, it was noted there was a red substance inside the needle hub. The impacted lot number was 1175156, which was removed from the facility and returned to the manufacturer. This event did not reach the patient.